Manufacturer narrative:
The company representative examined the system and re-aligned and calibrated the power monitors (pmons). The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did indicate (B)(4) similar report for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that a system message was displayed and an alternate system had to be used to perform a photocoagulation procedure. The timing of the event is unknown and the level of patient involvement is unknown. Additional information has been requested.